Event description:
The olympus representative reported on behalf of the customer, at the beginning of the therapeutic procedure for a prolonged air leak, the user blew up the disposable balloon catheter past its capacity trying to fill the entire airway, and it popped causing a five minute delay. The user was able to quickly remove the popped balloon with forceps, and the airway was visually inspected and it was confirmed there was no balloon debris left in the airway and no further intervention was necessary. Three 9mm spiration valves were placed in the patient successfully. The procedure was completed successfully with a new balloon catheter and there was no reported patient harm.